Event description:
It was reported that balloon rupture occurred. A 5.00 x 16m synergy megatron drug-eluting stent was advanced to treat the lesion. However, during the procedure, the balloon ruptured. The device was pulled out from the guide. There were no patient complications nor injuries reported.